Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead may have dislodged from its original implant position and was causing cross-talk oversensing of atrial activity on the rv channel. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.